Event description:
Customer reportedly received result of 5.3 mmol/l on the aviva nano system and result of 2.7 mmol/l on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).